Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br, the device experienced poor barrier separation of a sample. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: customer reports that after centrifugation of the samples, the barrier is not separating properly, and some tubes present fibrin after centrifugation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation, fibrin, and hemolysis was observed. It was also possible to observe the presence of additive in the area above the sample. Because of the presence above the sample it is possible to conclude that the additive was not properly mixed to the sample. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation, fibrin, and hemolysis was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure, poor barrier separation, fibrin, and hemolysis because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested, demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation, fibrin, and hemolysis based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br, the device experienced poor barrier separation of a sample. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: customer reports that after centrifugation of the samples, the barrier is not separating properly, and some tubes present fibrin after centrifugation.